Event description:
On (B)(6) 2024 a patient in turkey underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2024 the patient was intubated due to respiratory distress and general condition disorder. After gastro-intestinal consultation and unspecified blood tests, the patient was diagnosed with sepsis and underwent elective intubation. There was no additional information about the origin of the sepsis or causality to the tubing placement. Abbvie conservatively reported the event of sepsis due to the timing of the event after a recent tubing placement.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Sepsis is a known post-procedural complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.